Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. It was found out of specification with respect to constant downstream occlusion alarms, which were reproduced. The current reading of the downstream sensor was found to be above specification. The downstream pressure plate gap was also found out of specification. The downstream pressure guide was replaced. The device was calibrated to ensure proper occlusion detection.

Event description:
It was reported that a spectrum pump constantly displayed the downstream occlusion message before pt use in the neonatal intensive care unit. It was also reported that there was no pt injury.